Event description:
Reporter bought device yesterday in order to monitor pt's temperature who was not feeling well. Device gave reporter a reading of 98.6 f. Reporter did not trust the reading since the pt's skin felt very warm to the touch; so reporter acquired a regular glass thermometer and used that to retake the pt's temperature. Pt registered 104.7. This was done within about a 10 minute period. Shortly after getting this high reading on the glass thermometer, reporter rechecked the temperature again with the mabis device but the temperature reading was still 98 degrees f.